Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin.net transmitter experienced power on anomaly after a lightning and thunderstorm. The transmitter was replaced.